Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip failed to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.